Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient went to the hospital and had a CT, type-b ultrasonic, liver and kidney function test and took antibiotics. It was reported that the patient presented with a fever of 40 degrees cc and hyperspasmia. The fever decrease to 38.5 degrees cc, patient continued to received injections of antibiotics. The patient has had a persistent slight fever. A CT revealed that there was aorta abdominalis. The patient was told by the physician that there was bacteria adhered on the stent graft which caused the fever. The patient returned to the hospital and the testing showed the same bacteria. The patient still had persistent slight fever. The physician indicated that the infection was due to bacteria adhering to the stent graft. The physician stated that the bacteria infection did not look like it was related to the stent graft. However, the physician did not know the origin of the bacteria. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information: the physician confirmed that the stent graft did not have bacteria adhered to it and that the operation was sterile at the time of implant. The physician believed that the bacteria adhered to the stent graft during blood circulation during the patient¿s daily life and caused the fever. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.